Event description:
It was reported that for faradise china, a farawave ablation catheter was selected for use. The patient experienced cardiac rupture resulted in-patient hospitalization or prolongation of existing. A surgical intervention was needed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.